Event description:
A report was received that the patient underwent explant procedure due to lump at the midline incision. The patient's symptoms were fever and chills. The patient was admitted to the ICU and antibiotics were given. Infection was confirmed and believed to be procedure related.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient underwent explant procedure due to lump at the midline incision. The patient's symptoms were fever and chills. The patient was admitted to the ICU and antibiotics were given. Infection was confirmed and believed to be procedure related.

Event description:
A report was received that the patient underwent explant procedure due to lump at the midline incision. The patient's symptoms were fever and chills. The patient was admitted to the ICU and antibiotics were given. Infection was confirmed and believed to be procedure related.